Event description:
The customer called to report multiple alarms. The customer was quite upset and wouldn't troubleshoot the pump. The customer stated that they were hospitalized for high bgs. The customer also indicated that they were at the hospital for two days. The customer expressed their dissatisfaction with the pump and a replacement pump was requested.